Event description:
It was reported to philips that the system's suite computer was unable to boot up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system's suite computer was unable to boot up. Upon troubleshooting, the fse found that the equipment was unintentionally stopped during pc restart, affecting the x-ray system startup. The system was blocked at startup, with one monitor displaying "x-ray system not ready" and the other showing a frozen progress bar. Analysis of the log file indicated a software crash within the suite pc. To resolve the issue, the fse performed a software reload and system backup. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.